Manufacturer narrative:
Describe event or problem - corrected. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, it was determined that the device was used in accordance with the direction for use (dfu). However, vessel perforation, hemorrhage and patient outcome of death are known potential complications associated with endovascular procedures and are listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that during a stent assisted coil embolization of a left posterior carotid wall aneurysm, a loop of the coil penetrated the wall of the aneurysm resulting in a subarachnoid hemorrhage. The physician immediately repositioned the coil within the aneurysm successfully. The anticoagulation medication was reversed with protamine (dose unknown) and reopro infusion was terminated. A balloon catheter was advanced and inflated and re-inflated for approximately 10 minutes in order to achieve flow stasis and a ventriculostomy tube was left opened to decrease intracranial pressure. Eventually the subarachnoid hemorrhage resulted in flow stasis to the cerebral hemispheres, and the patient was left brain dead. The patient's family executed the dnr, and the patient was taken from life support.

Event description:
It was reported that during a stent assisted coil embolization of a left posterior carotid wall aneurysm, a loop of the coil penetrated the wall of the aneurysm resulting in a subarachnoid hemorrhage. The physician immediately repositioned the coil within the aneurysm successfully. The anticoagulation medication was reversed with protamine (dose unknown) and reopro infusion was terminated. A balloon catheter was advanced and inflated and re-inflated for approximately 10 minutes in order to achieve flow stasis and a ventriculostomy tube was left opened to decrease intracranial pressure. Eventually the subarachnoid hemorrhage resulted in flow stasis to the cerebral hemispheres, and the patient was left brain dead. The patient's family executed the dnr, and the patient was taken from life support. The date of the patient's death is unknown.